Event description:
It was reported by the affiliate that during a stomach tube formation procedure, the blade was broken. The broken part was retrieved and there was no adverse consequences to the patient. Another device was used to complete the case.

Manufacturer narrative:
B6,7; d8; h8: information not provided by affiliate.d4; h4: information not available, device not returned for analysis.